Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated pbnp result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A falsely elevated pbnp result was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was rerun as well as an additional tube from the original draw. Negative results were obtained on both. The patient was admitted and received lasix treatment. There was no report of adverse health consequences as a result of the falsely elevated pbnp result.